Manufacturer narrative:
Medwatch uf/importer report#: (B)(4).

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "fiber connected and card inserted into machine. Machine continued to instruct to insert card after card was already inserted. Second fiber and card attempted and machine settings did not change. Laser was not used on patient" the case was completed with an "alternate procedure". Patient outcome: "fine." No further information was reported.